Event description:
Allegedly the patient was revised due to implant fracture stem; periprosthetic fracture stem (left).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when investigation is complete.